Event description:
It was reported that during preparation of an unspecified nc trek rx dilatation catheter, the yellow protective sheath could not be removed. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.